Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pacing impedances and high threshold measurements. The patient is no pacemaker dependent. Surgical intervention was performed and the lead was surgically abandoned and replaced.